Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. Detailed product information was not provided on the medwatch form initially received. The account number was not provided thus, we cannot identify the bsc representative to obtain further information. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
This is the same case as user voluntary medwatch mw5146902 it was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). A transeptal puncture (tsp) was performed and when the intracardiac echocardiogram (ice) catheter was advanced, spontaneous echo contrast was noted in the left atrium. A second tsp was completed using an nrg tsp needle and the was was placed. A large thrombus was identified in the laa. The procedure was aborted and the patient was instructed to continue oral anticoagulant medication. Additional diagnostic imaging may be performed going forward to monitor the thrombus.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
This is the same case as user voluntary medwatch mw5146902. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). A transeptal puncture (tsp) was performed and when the intracardiac echocardiogram (ice) catheter was advanced, spontaneous echo contrast was noted in the left atrium. A second tsp was completed using an nrg tsp needle and the was placed. A large thrombus was identified in the laa. The procedure was aborted, and the patient was instructed to continue oral anticoagulant medication. Additional diagnostic imaging may be performed going forward to monitor the thrombus.